Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. This pacemaker was subsequently explanted and replaced with a non-boston scientific device. Additional information has been requested but was not provided at this time. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.